Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc needle went through catheteron (B)(6) 2024, it was difficult to puncture the patient's vein, causing the tube to break.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review lot 4016583: 1-this batch of products were assembled at intima ii auto line 2 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests. Please see attachment for test reports. 1-lie distance is measured, and the result is within the product specifications. 2-penetration force test is performed, the needle tip force, catheter tip force and catheter drag force all meet the product specifications. 4. The occurrence of complaints may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and to avoid multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): as no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample has been received for relevant testing, the root cause of needle through catheter cannot be determined.

Event description:
No additional informaiton provided.